Event description:
The patient underwent the successful coil embolization procedure of the right posterior communicating artery (pcom) aneurysm. The procedure was complicated by an embolism. Immediately following the procedure the patient was stable. It was reported that the patient¿s condition had worsened and the patient expired, no date was provided for the change in the patient¿s condition. The date and the cause of death are unknown. No further information was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.